Manufacturer narrative:
(B)(4). Device was disposed of postoperatively.

Event description:
The initial surgery was an anterior cervical discectomy and fusion (acdf) at c4-5 and c6-7 in (B)(6) 2013. The initial surgery had been successful. The patient did not have any unusual physiological or anatomical features noted during the initial surgery. The patient reports having followed all of the postoperative instructions provided by her doctor after the initial surgery was completed. Then approximately 1 year after the original surgery, the patient developed recurrent neck pain and headaches, an MRI had shown a new herniated nucleus pulposus (hnp) at an unoperated level (c5-6). During the course of the imaging and workup, a possible c6-7 pseudoarthrosis was identified, the surgeon decided to explore this level at the time of the revision surgery. The surgeon had discovered that the screws at c6 were fractured after he had pulled them out of the vertebral body, during the revision surgery. The surgeon did not know that the screws at c6 were fractured prior to pulling them out of the vertebral body. The revision surgery was completed without any further issues or delays. The patient did not sustain any injuries resulting from the initial surgery. The patient did not sustain any injuries resulting from the revision surgery.